Manufacturer narrative:
The customer later indicated that their glidescope avl video monitor was repaired on site, and that it would no longer be sent in to verathon for evaluation and repair. A verathon complaints specialist followed up with the customer to gather additional information on the device repair. The customer, a biomedical engineer, stated that they performed an internal inspection of the device and it was found that the connection from the device connector to the pcba was loose. Once the customer reseated the connection, the device displayed an image that was stable and clear with good color rendition. After the customer observed proper device operation through functional and performance testing, the customer placed the device back into service. Per the glidescope operations and maintenance manual (omm), "the glidescope avl system components are not user-serviceable. Verathon does not make available any type of circuit diagrams, component parts lists, descriptions, or other information that would be required for repairing the device and related accessories. All service must be performed by a qualified technician." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image would disappear intermittently and show static and lines on the display. No delay in the procedure, use of a back up device, or harm to the patient or user was reported.